Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that physician implanted a gore helex septal occluder. Following deployment, the pt went into first degree heart block, and then converted to normal sinus rhythm without intervention. The device was left in place; however, 24 hours following the implantation, the pt's heart rate could not be elevated above 80bpm. The physician opted to remove the device. The device was removed with a snare and the pt was doing well following the procedure.